Event description:
Developed soreness & elevation of the rt breast implant near menstrual cycle which has increased & the shape has become malformed. Grade 4 capsualr contracture implant removed intact.